Manufacturer narrative:
The reported device has not been received for evaluation. Therefore, the cause of the reported clinical experience could not be conclusive determined. Should the device be received for analysis, a follow up report will be submitted to provide additional information.

Event description:
Medtronic received information that the a pipeline flex device did not open at the distal segment during a flow diversion procedure. This device was used to treat the patient's fusiform internal carotid artery aneurysm measured 15mm in max diameter and 4mm in neck width. It was reported the pipeline flex device was prepared as indicated in the instruction. For use although it was unsure if the microcatheter was flushed continuously with heparinized saline. Access was obtained at the right femoral artery. No report of resistance during advancement of pipeline flex via microcatheter and the pipeline was not laced in a bend. It was also reported the pipeline flex was resheathed 2 or less times. It was determined the distal segment of the pipeline did not open after less than 50% of the braid was unsheathed. The pipeline flex and microcatheter were removed from the patient. A new flow diverter was used to complete the patient's flow diversion procedure. No patient injury reported.

Manufacturer narrative:
Device available for evaluation - additional information. Device evaluated - additional information. Evaluation codes - additional information, device evaluation . Additional manufacturer narrative - additional information, device evaluation the reported pipeline flex embolization device was received for evaluation. The pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully opened with no damage. No anomalies were observed. Based on the analysis finding, the report of ¿failure/incomplete open at the distal end¿ could not be confirmed. The reported clinical experience could not be conclusively determined. Pipeline flex embolization device instruction states: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿ all devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.